Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for alleged unexpected pump shutdown or pump reset: it was reported that the pump unexpectedly shutdown or reset. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse impact.